Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital and the left ventricular (lv) lead exhibited no ventricular pacing and no capture, along with lv lead dislodgement. The physician then removed the lv lead and attempted to implant a new lv lead; however, the replacement lv lead was not capturing consistently with unstable threshold measurements. The replacement lv lead was explanted and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.